Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented to the clinic for follow-up and several out of range impedance measurements were observed. An alert reported that the rv-svc and svc-can vectors were out of range. X-ray did not show any obvious damage. Patient is non-compliant. Physician opted to wait until patient comes back to the clinic for visit.